Manufacturer narrative:
Citation: yin et al. Outcomes of transcatheter aortic valve replacement for pure native aortic regurgitation with the use of newer- vs. Early-generation devices. Annals of translational medicine. Jan 2022;10(1):24. Https://dx.doi.org/10.21037/atm-21-6936. Earliest date of publish used for date of event. Medtronic products referenced: corevalve, evolut r. Earliest approved product used for product code and PMA#. No unique device identifier (serial/lot) numbers were provided; without this information it could not be determined whether these observations have been previously reported. Without return of the product no definitive conclusion can be made regarding the clinical observations. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information via literature regarding outcomes or pure native aortic regurgitation when treated with transcatheter aortic valve replacement (tavr). All data were collected from a single taiwanese medical center between april 2015 to november 2020. The study population included 25 patients (predominantly male, mean age 72 years). Multiple manufacturer¿s devices were implanted in the study population. Among all patients, 23 medtronic valves were implanted in the study population (16 corevalve 16 and 7 evolut r). No unique device identifier numbers were provided. Among all patients four deaths occurred. No further details were provided on these deaths. Based on the available information medtronic product was not directly associated with the death(s). Among all patients, adverse events included: transvalvular gradients >20 mmhg, moderate to severe aortic regurgitation (ar), valve-in-valve implantation for unspecified reason, major bleeding, major vascular complications, arrhythmia requiring permanent pacemaker implant, stroke, and congestive heart failure (chf). Based on the available information medtronic product [was directly / may have been] associated with the adverse event(s). No additional adverse patient effects or product performance issues were reported.